Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer also reported a blank display occurring. Customer's blood glucose was unknown. The customer declined to troubleshoot for the no delivery alarm. The customer requested to have the insulin pump replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.